Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the transparent cap that attaches the colonovideoscope fell down into the intestinal cavity during a colonoscopy procedure. The cap was retrieved with no report of patient/user harm.